Manufacturer narrative:
Additional information received that all the broken parts have not been retrieved from the patient's mouth and there was no injury to the patient. Additional information received after the above information: additional information received that the dental treatment given was rct of the affected tooth. Treatment was completed with another set of files. Investigation summary: three proglider files 21mm were returned in loose. The three instruments are broken at the tip of the active part (torque; fatigue + torque; uncertain conditions). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1772178). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that proglider 3file sterile 21mm file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.